Event description:
Treatment of a left unruptured cavernous saccular aneurysm measuring 24mm x 10mm. During the pipeline deployment, it was reported that balloon angioplasty (an option presented in the instructions for use) was performed on the distal end of the pipeline to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).